Manufacturer narrative:
Date of event: (B)(6) 2016. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss inspected the unit and found the problem to be the hard drive; therefore, he replaced the hard drive. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the (B)(6) system powered on but did not start up and had blank screen. There was no patient involvement reported and no patient treatments delayed or cancelled.